Event description:
On (B)(6) 2016 it was reported that the patient was experiencing an increase in seizures. The physician believed that the increase was related to end of battery life. No further relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The generator does not appear to have reached end of service as the reason for the surgery is marked as prophylactic instead of battery depletion. The explanted generator was discarded.